Event description:
It was reported that the power light is no longer on the remote monitor. A new power cord will be sent to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was further reported that the monitor has been returned.

Manufacturer narrative:
Product event summary: analysis was performed on the monitor. The monitor passed the bench power up test with good supply. The full debug mode test was successful and was verified. The power supply was not returned. Of note, the print on the telephone line pad was smeared. The final conclusion revealed no defect was found.